Event description:
It was reported that pump generated repeated cartridge alarms, including cartridge alarm 30, while customer used consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on backup insulin method if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and return of problematic pump within 10 days, and informed customer to manually enter pump settings and reconnect cgm on replacement device.